Manufacturer narrative:
Voluntary medwatch MDR report #: mw5168611.

Event description:
Voluntary medwatch form received notes that the right ventricular (rv) lead exhibited low impedance and oversensing during a ventricular tachycardia ablation. No further information was received.